Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation -uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and lasik eye surgery. Concurrent conditions included anxiety, acid reflux (oesophageal), allergy, depression, allergic rhinitis, herpes zoster, shingles, pain in hip, vomiting, headache, endometriosis, vision blurred, sound sensitivity increased, anemia, abdominal pain, menometrorrhagia, bowel adhesions, ovarian cyst, libido decreased, difficulty sleeping, ovarian pain, cough and nasal congestion. Concomitant products included escitalopram, escitalopram oxalate (lexapro), ibuprofen and nortriptyline. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraine headache") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and psychological trauma ("psych injury"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, migraine, weight increased, bladder disorder and psychological trauma outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 170 lbs. Fu (B)(6) 2019, per pfs: she had not undergone essure confirmation test (discrepancy). Essure insertion date: (B)(6) 2009 and removal date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Appropriate location of essure devices bilaterally. Bilateral proximal tubal occl. Pathology test - on (B)(6) 2013: coiled foreign wire material identified in the fragments, consistent with a possible tubal ligation. Sections through the fragments of endomyometrium reveal five leiomyomata ranging from 0.5 to 0.8cm. Two 1.3 to 1.5 paratubal cysts identified.. Ultrasound scan - on (B)(6) 2010: homogenous uterus with what appears to be a iud or essure coil located midline. Ovaries unremarkable.; on (B)(6) 2012: homogeneous uterus with echogenic coils appearing in the endometrial cavity ovaries unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events¿ ¿perforation - uterus, bladder problems and psych injury¿ were added. Reporter¿s information, demographics, essure indication (amended) and essure insertion date (updated) were added. Amendment: event "coiled foreign wire material identified in the fragments" was deleted (no event, no breakage occurred, added only as test result - pathology report). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coiled foreign wire material identified in the fragments') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy and lasik eye surgery. Concurrent conditions included anxiety, acid reflux (oesophageal), allergy, depression, allergic rhinitis, herpes zoster, shingles, pain in hip, vomiting, headache, endometriosis, vision blurred, sound sensitivity increased, anemia, abdominal pain, menometrorrhagia, bowel adhesions, ovarian cyst, libido decreased, difficulty sleeping, ovarian pain, cough and nasal congestion. Concomitant products included escitalopram, escitalopram oxalate (lexapro), ibuprofen and nortriptyline. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraine headache") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (supracervical hysterectomy uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, migraine and weight increased outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion appropriate location of essure devices bilaterally. Bilateral proximal tubal occl. Pathology test - on (B)(6) 2013: coiled foreign wire material identified in the fragments, consistent with a possible tubal ligation. Sections through the fragments of endomyometrium reveal five leiomyomata ranging from 0.5 to 0.8cm. Two 1.3 to 1.5 paratubal cysts identified. Ultrasound scan - on (B)(6) 2010: homogenous uterus with what appears to be a iud or essure coil located midline. Ovaries unremarkable.; on (B)(6) 2012: homogeneous uterus with echogenic coils appearing in the endometrial cavity ovaries unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, bleeding,dysmenorrhea. Menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: coiled foreign wire material identified in the fragments. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Reporters information updated. Event: injury were updated to abnormal bleeding (vaginal). New events: menorrhagia, dysmenorrhea (cramping), fatigue, migraines, headaches, pain: pelvic, abdomen, weight gain, device breakage were added. Event outcome were updated to recovered: pain, fatigue, dysmenorrhea .medical history, concomitant drug, lab data , were added no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.